Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing noise which triggered inappropriate mode switches, exhibited increased capture thresholds, and recorded decreased pacing impedance. Programming changes were implemented. The patient was in stable condition.